Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia with a blood glucose value of 567 mg/dl. It was reported that the insulin flow blocked and the pump did not turn on. The customer was visited emergency medical service. Troubleshooting was partially performed. It was found that the flashing medtronic logo. It was unknown if the customer was using the pump within 48 hours of the reported event. It was unknown whether the auto-mode feature was active. No further patient complications were reported. The customer had discontinued the use of the insulin pump and revert to the backup plan as per healthcare professional instructions. The insulin pump was returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0873 inches. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. The pump powered up properly after the battery was installed. The pump was monitored for 6 days. No flashing medtronic logo, blank display or frozen screen noted during testing. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. Please see visual inspection below. The pump was received with minor scratched display window, scratched display window cover, scratched case, faded serial number label, scratched keypad overlay, pillowing keypad overlay, and cracked keypad overlay at the select button. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thump and carelink upload was successful. The pump did not have a battery installed when received. No damage noted on the original battery cap. There were no boluses listed on the event date (B)(6) 2023 in the pump history file on the primary svn (B)(6). Please see below for the daily total of all insulin delivered on the event date (B)(6) 2023 in the pump history file on the primary svn (B)(6). (B)(6) 2023 00:00:00.000 daily totals g670 (63) daily total collection start time: (B)(6) 2023 00:00:00.000. Daily total of all insulin delivered: 0 (0 u). Daily total of basal insulin delivered: 0 (0 u). Daily total of bolus insulin delivered: 0 (0 u). There were no auto suspend (12) alarm noted in the pump history file on the primary svn (B)(6). There were no user suspended (2) alarm noted on the event date (B)(6) 2023 in the pump history file on the primary svn (B)(6). There were no unexpected pump error(s)/alarm(s) noted 1 week prior to the event date (B)(6) 2023 in the pump history file on the primary svn (B)(6). There were no boluses listed on the event date (B)(6) 2023 in the pump history file on (B)(6). Please see below for the daily total of all insulin delivered on the event date (B)(6) 2023 in the pump history file on svn (B)(6). (B)(6) 2023 00:00:00.000 daily totals g670 (63). Daily total collection start time: (B)(6) 2023 00:00:00.000. Daily total of all insulin delivered: 0 (0 u). Daily total of basal insulin delivered: 0 (0 u). Daily total of bolus insulin delivered: 0 (0 u). There were no auto suspend (12) alarm noted in the pump history file on svn (B)(6). There were no user suspended (2) alarm noted on the event date (B)(6) 2023 in the pump history file on svn (B)(6). There were no unexpected pump error(s)/alarm(s) noted 1 week prior to the event date (B)(6) 2023 in the pump history file on svn (B)(6). Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. The pump passed the functional testing. Unable to confirm alleged high bgs. Flashing medtronic logo not confirmed. Blank display not confirmed. Insulin flow blocked alarm not confirmed. Frozen screen not confirmed. Cosmetic damage was confirmed at the front and the back of the pump. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information has been corrected which was not correct in the initial report. The information has been provided in section b5 with this report.

Event description:
On (B)(6) 2023, customer reported that customer kept getting insulin flow blocked alarm so removed the battery out and took it to his doctor's office. Customer had a high blood glucose resolved by complete set change. They put in a new battery and tried to download the pump and it crashed their system. When they tried again, the pump would not turn on anymore. He went to the emergency room to get a backup plan for a high blood glucose of 567mg/dl and they told him how to treat the high with the insulin he already had. They did not give him anything in the emergency room. Customer has been off the pump for a month. During troubleshooting, after he reset the pump and put in a new battery, he got a flashed medtronic logo and then it went blank again. After removing the battery and resetting, it flashed a medtronic logo and would not turn on. User said the display was flashing the medtronic logo. User also said it did give the insulin flow blocked message when the doctor tried to turn it on before. Incident date is (B)(6) 2023. Customer user said the pump was not working and he was currently locked out and was unable to use the pump for 3 weeks before the report given to inside sales on (B)(6) 2023. Pump was likely used within 48 hours of the high blood glucose of 567mg/dl since he was just getting his backup plan.